Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that when the red side hose is in use, the not connected blue side hose gives an alarm. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(4), for evaluation. The customer also returned a red hose, blue hose and limb occlusion pressure (lop) sensor, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(4) as documented in the service portal. Initial qa inspection of the a.t.s. 4000 tourniquet by medicrea on (B)(6) 2017 revealed that there was a leak on the red hose. The blue hose was okay and the limb occlusion pressure (lop) sensor was defective. It was also noted that there was no problem with the ats during the entry test. Repair of the a.t.s. 4000 tourniquet was performed by medicrea on (B)(6) 2017 which included replacement of the xl limb occlusion pressure (lop) sensor. A.t.s. 4000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the initial inspection by medicrea no alarm was noted during testing. The root cause of the reported event could not be specifically determined with the information that was provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 4000 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that when the red cuff is put on, blue connection gives an alarm. It occurred prior to surgery and another device was retrieved for use. Investigation revealed that there was a leak at the red hose. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event was recorded with zimmer biomet under (B)(4). The initial medwatch was submitted in error. This is not reportable since the malfunction has not been previously reported as well as the event would not result in death or unanticipated serious deterioration in state of health of a patient, user, or other person if it were to recur again. There was no patient harm or serious injury with this patient. Please void the initial medwatch 0001526350-2018-00090.